Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow and air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25085321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following. It was reported by a customer that the herceptin flowed into the ns bag instead of through the pump causing the ns bag to be very full and another incident where the pump kept alarming air in line while no kinking or air was present.

Manufacturer narrative:
Correction: (h) annex b, c, and d coding revised as lot # is unknown. Revised investigation results (lot # unknown): due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.